Manufacturer narrative:
The device log was analyzed. It shows that at time of event the ventilator was already connected to mains for more than 24h. Thus the battery should have been fully charged at that time. It is likely that the internal resistance of this battery was too high and therefore the battery was not charged. This behavior is known for very deeply discharged batteries. Concerning the internal battery of evita, this is an isolated case. The affected battery has been assembled in the device on (B)(6) 2013. The replacement interval for this battery during regular device maintenance is two years. So the period for replacement was nearly elapsed at the time of event. The root cause, why this battery did not reach the end of the two years interval in functional condition, could not be identified. If the battery is depleted and mains is disconnected, the device stops ventilation and generates a buzzer alarm, which is maintained by a separate energy reservoir. The breathing system is automatically opened to atmosphere to allow spontaneous breathing of the patient.

Event description:
Please see initial report.

Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow up-report.

Event description:
It was reported that: the device did not continue on battery and shut down when the user disconnected the ac mains supply. Alarm has been generated.